Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received a battery out limit alert. A new battery and battery cap was sent to the customer, but the issue persisted. The customer has been hospitalized since (B)(6) 2015. The customer was connected to a different insulin pump while they were in the hospital, and their blood glucose readings were under control. The blood glucose reading was 8 mmol/l. The defected insulin pump will be returned.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, a21 error test and self test. All operating currents are within specification. Off no power alarm functions properly. No unexpected battery out limit alarm, weak battery alarm or low battery alarm noted during our testing. However, the insulin pump was received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.